Event description:
It was reported the ultrasonic bronchofibervideoscope had no image. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. The events can be detected/prevented in accordance with the following instructions for use: instructions: evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f: important information ¿ please read before use ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result. ¿ do not pull, twist, or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image. Olympus will continue to monitor the field performance of this device.